Event description:
At approx 2:00 am, resident was observed wedged between the right upper rail of hospital bed. Pt was wedged at torso region of her body. The bed was in the low flat position, with the head of the bed elevated approx 10 degrees and the foot of the bed was gatched. At the time of the event all four side rails were in the up and locked position.